Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. Device passed the self test, sleep current measurement, active current measurement, and the displacement test. The pump was monitored and no unexpected battery power loss, powering off or blank display noted. The adapt graph confirmed the unloaded voltage and loaded voltage was within specification range. Was received with scratched case and pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer receive a low battery alert prior to replace battery alert, replace battery now alarm, or off no power alarm. The insulin pump had blank display after receiving a new battery cap. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.